Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6, -9.0/2.0/095 implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced a low vault. Intraoperatively the lens was removed and replaced with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim:(B)(4).

Manufacturer narrative:
Corrected to "adverse event" in initial MDR the reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6, -9.0/2.0/095 implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced a low vault. The lens was explanted on (B)(6) 2023. Later that same day, a longer length lens was implanted and the problem was resolved. The cause of the event was reported as unknown. Corrected to "serious injury" in inital MDR.